Event description:
Information received indicates a blood to gas leak was detected during the case. The device was changing out with no patient complication reported. No additional information was provided.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Conclusion code:#68 other = cause of event has not been determined. H3 analysis: returned product inspection shows no damage or cuts detected to the device outer wrap. Results of visual exam show blood residue noted between the outer wrap and the protective foam located near the blood inlet end cap. No leaks were detected from the gas port during mechanical testing. Results of destructive analysis shows blood noted on the outer surface of the silicone sleeve and on the protective foam near the end cap, which indicates the reported leak may have occurred at the seal of the silicone sleeve interface only, not from the product membrane (envelope). Additional inspection of the membrane found no blood inside the envelope and results of vacuum testing confirmed no leaks detected from membrane surfaces. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: findings from product evaluation confirm a device leak; an exact cause has not been determined for the reported product problem.